Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(4) 2015 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse had the customer inspect the reagents onboard the instrument and found buffer #1 was low. Fse requested buffer #1 to be replaced and rerun the instrument. No errors were identified during the rerun, thus resolving the reported issue. Instrument is functioning as intended. The most probable cause for this event is due to low volume of buffer #1 on board the instrument. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported that they are getting persistant low total areas on the ps and ps control. The customer ran 30 replicates of the ps 4 la and repeated them and the total area is still low. The run was performed without a cap and they are getting good chromatograms but the total areas are low. Customer checked the waste tubing to ensure that liquid waste is not backing up into the instrument and causing the reported error. The liquid wasted was found to be draining into the appropriate container with no backflow . Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.